Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an alert for high out of range shock impedances. The impedances have been gradually increasing. One year ago, the shock impedances were 62 ohms and now the values were out of range at 126 ohms. At this time, the lead remains in service and the alert limit was increased. No adverse patient effects were reported.